Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was around 50 mg/dl. Which was treated with food. Customer's current blood glucose reading was 212 mg/dl. Customer stated that he was using auto mode feature active at the time of event. Customer alleges insulin pump was over delivering due to insulin pump was not seem to suspend when he had low blood glucose level. The insulin pump will not be returned for analysis.